Event description:
A malfunction was reported on the customer's pump, as the screen went dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, who instructed them to plug the pump into a known working power source, which allowed the screen to turn on. The malfunction code was identified and resettable, with technical support providing further instructions on resetting the pump. After resetting, the malfunction did not recur, and the customer was able to resume using the pump for insulin with guidance to call back if issues persist.